Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached 491 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient reported that the cannula was not inserted properly but did not notice so they kept giving themselves insulin boluses. The patient also reported they were having an adhesive issue with the pod, and that it had come off, resulting in the cannula dislodging. Symptoms reported include shakiness, blurry vision, excessive thirst, and frequent urination. The patient had removed the pod and applied a new pod just prior to the ER visit. The patient was treated with 4-5 units of long-acting insulin, and the patient continued to wear the new pod. The patient was released the same day after 3 hours.